Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6), h3) a manufacturer representative (rep) went t the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h3) the software analysis concluded that this did not appear to be an issue with the software. As per the case description, while importing diffusion tensor imaging (dti) series from 3rd party, it was unable to be used with stealth. As per troubleshooting information, the site was not having stealth viz and tried to import 3rd party object data. As per the information provided on (B)(6)2025, the dti series did not have tractography software, and that was the reason why the site was unable to be used with stealth, archives were not available as they were deleted during planned maintenance (pm). Based on the information provided, this appeared to be an issue with installation or configuration oversight. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while importing dti series (from a 3rd party), it was unable to be used with the navigation system. No patient was present. Troubleshooting information was provided. Technical services (ts) confirmed the system was on os1, not using stealthviz. Most likely cause for this issue was trying to import 3rd party object data that the navigation system would not read.